Event description:
An account reported that the brakes on this stretcher would not lock when the brake pedal was pushed. They reported no injuries in this event.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the casters, and hex rod in order to resolve the problem.